Event description:
It was reported by the patient that the device "feels like it is heating up" between 1:30 am and 2:00 am. The device is still in use. No further patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.